Event description:
This event occurred during cryoablation of a renal mass. CT-has a "pre-test" process for all probes and both gases argon and helium which is conducted prior to every procedure. All probes were pre tested and "passed". The process consists of partially creating an "ice ball" and then thawing which is duplicated during and post procedure. Three of the four probes functioned properly during and post procedure. The fourth failed to thaw and the end of procedure. At that point the company was contacted twice for technical support and the CT team followed instructions given. First, it was requested that the connection of the probe into the main portion be switched. It was done without changing the ice ball test results. The company immediately was contacted once again. It was requested that the equipment be turned off for a 'reset' and turned back on again.the ice ball was sufficient to treat the tumor. Since the malfunctioning probe was in the center of the ice ball we had to wait for natural thaw. There was a small perinephric hem, but this can be expected. The pt was admitted for pain control, not because of device malfunction. The device event did not harm the patient.what was the original intended procedure?cryoablation of a renal mass.